Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that the "microscope head fell off" between procedures. A company sales representative obtained additional information from a surgeon who advised the entire microscope head/camera/unit fell off in one piece while over the patient's head. A nurse was able to catch the microscope before it landed on the patient. There was no harm to the patient.